Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 3/5/00. On 3/19/00 the consumer sought medical treatment for infection of one ear and was prescribed antibiotics.